Event description:
It was reported that this pacemaker showed 6.5 years of battery remaining in march and 3.5 years remaining, at the most recent transmission. Data analysis determined that the power consumption has been steadily increasing over a year. Pacemaker replacement was recommended. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
Additional information was received, which indicated that the pacemaker was removed and replaced. No additional adverse patient effects were reported.